Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to manufacturer report #3005099803-2008-1382 for a description of the first event. It was reported to boston scientific corporation on april 03, 2008 that an autotome rx sphincterotome device was to be use for an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown) two months prior. According the complainant, the device did not bow sufficiently. The procedure was completed with a third autotome rx sphincterotome device. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Other (won't bow). The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Product unavailable for analysis.